Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history record review showed that product was conforming to specification.

Event description:
It was reported that a rupture of the dialyzer¿s fibers occurred 240 minutes into a patient¿s hemodialysis treatment using the fx coral 600 dialyzer. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Upon follow up, it was confirmed by the head nurse that the there was a ¿massive blood leakage alarm.¿ there was a visible rupture of the inner membranes and venous catheter, visible at sight. The patient was hemodynamic stable. The patient had completed 3 hours and 57 minutes of treatment at time of event. The patient was disconnected and treatment was not restarted. All products used in treatment were fresenius products. There was no patient injury or need for medical intervention. No further details provided.